Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a button error alarm and motor error alarm. The customer's blood glucose was 149 mg/dl at the time of incident. The customer's mother stated that the numbers kept scrolling and would not stop and triggered the button error alarm. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that a motor error alarm occurred during the rewind. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error alarmed during basic occlusion test due to faulty force sensor resistor also, had intermittent up and down buttons response due to moisture damage keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Motor was tested outside of the device and passed. No button error alarm during our testing. No unexpected numbers ramping or scrolling during our testing. The insulin pump had missing display lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.